Event description:
It was reported that this system with a pacemaker and right ventricular (rv) lead showed high, out of range pacing impedance values prior to a magnetic resonance imaging (MRI) procedure. Therefore, the MRI programming was not recommended. The pacemaker and the rv lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.